Event description:
Rptr was issued a pair of contact lenses in 9/00 and was told by the eye dr that they would last for a year. The lens for right eye threaded in half as rptr was taking it out for cleaning. The other half of the lens stayed lodged in eye for a week until rptr was able to rinse it out themself. The left lens had a tiny hole in it and irritated rptr's eye 2 days later. Rptr was seeen by the eye dr a month later and explained the situation to him. He said "I am sorry, but the lens will cost $140.00". Rptr said these lenses are defective; there was no negligence or mishandling by rptr. Rptr has been wearing contact lenses since 1986. Rptr believes this is a design defect.